Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid was missing components to close with an bd sharps coll ii bd 7l. The following information was provided by the initial reporter, translated from portuguese to english: one sharp collector 7l was received with a lid missing the cover in order to close it.

Event description:
It was reported that the lid was missing components to close with an bd sharps coll ii bd 7l. The following information was provided by the initial reporter, translated from portuguese to english: one sharp collector 7l was received with a lid missing the cover in order to close it.

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10